Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-05429. It was reported the patient ((B)(6)) has been receiving insufficient therapy due to high impedance. X-rays were taken and revealed no anomalies. The patient will undergo surgical intervention on a later date to address the issue. Note: the patient's extension is also being reported because it is unknown if it's liable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2016-05429.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-05429. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, it remained undetermined which device was liable via multiple diagnostic testing attempts. In turn, the doctor decided to explant and replace the patient's extension. Sufficient therapy was restored post-op. Note: the extension was cut during explantation.